Manufacturer narrative:
Based on further review, it has been determined that there was no allegation that fresenius medical care product (s) caused or contributed to a serious injury. Additionally, there was also no allegation of a reportable device malfunction. The report of cloudy effluent did not confirm a diagnosis of peritonitis. The MFR report number: 8030665-2018-01382 was generated in error; therefore, there will be no further updates to this report.

Event description:
"."

Manufacturer narrative:
There is a possible temporal relationship between the patient¿s cloudy effluent and pd therapy on the liberty select cycler with cycler set. However, it is unknown if the patient was diagnosed with peritonitis. According to international society for peritoneal dialysis (ispd) guidelines, a patient is presumed to have peritonitis when presenting with cloudy effluent and should be treated as such until a diagnosis can be confirmed or excluded. There is no allegation of a machine malfunction or cassette leak reported for this event. Based on the available information a cause of the cloudy effluent cannot be determined. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the peritoneal dialysis patient was created for cloudy effluent on or about (B)(6) 2018. Additional information was solicited.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.